Event description:
Information was received from a patient receiving fentanyl via an implantable pump for non-malignant pain. It was reported that the patient stated their pump had not been working properly and since it was implanted, it never worked right. The patient stated they went in for an adjustment a week ago, they thought it was on the (B)(6) 2026. The healthcare provider (hcp) said there may have been a problem with the pump because the patient was still getting sick and going through withdrawal. The staff confirmed that fentanyl remained in the pump. The hcp adjusted the patient's therapy to 18%. The patient stated they usually did 10%. The patient stated they were still not getting relief, could not sleep, their back remained sore, and they had to keep taking aspirin, which bothered their stomach but took their headaches away. The patient reported being hospitalized three times. They mentioned having an appointment on thursday, where the fentanyl would be removed and replaced with dilaudid to see if it provided relief. In the meantime, the pump was supposed to be thoroughly checked. The patient was redirected to their hcp to address the reported symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.